Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote data identified occasional atrial undersensing on stored atrial tachycardia response (atr) events and post atr events. Low atrial intrinsic amplitudes were noted with frequent measurements of 0.2mv. Unidentified isolated signals were not sensed, and atrial lead measurements were stable with normal impedance measurements. Review of the presenting electrograms showed normal device operation with atrial capture. An isolated pacemaker medicated tachycardia (pmt) event was observed. A boston scientific technical services consultant documented the reported clinical observations. A subsequent alert was generated for a ventricular tachycardia (vt) episode occurred (v>a) with an average ventricular rate of 220bpm. Episode review noted the onset showed functional blanking of a premature ventricular contraction (pvc) followed by functional loss of capture of vp and vp-bp. Episode duration was approximately ten seconds. The presenting electrograms showed one under sensed atrial signal. Atrial intrinsic amplitude measurements have continued to be low. The reported clinical observations were documented. No adverse patient effects were reported.